Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter alleged a loss of prime issue. The reporter stated that multiple and recurrent loss of prime warnings had occurred. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.